Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. Additionally, the patient's communicator exhibited a red call doctor as a result of the safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. Additionally, the patient's communicator exhibited a red call doctor as a result of the safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. Additional information indicates that the device exhibited premature battery depletion (pbd) prior to the explant. No additional adverse patient effects were reported.